Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following a right coronary percutaneous intervention (pci) and stent placement, a 6f angio-seal vip was deployed in the right femoral arteriotomy. The next morning the patient ambulated and experienced pain and a golf ball sized hematoma developed. Imaging revealed a 1.7 cm by 1.1 cm pseudoaneurysm with a neck of 2.7 cm of the right femoral artery (rfa). The patient did receive anti-coagulation with the procedure. The patient was treated with pain medication and manual compression of the pseudoaneurysm.